Event description:
It was reported that during a da vinci-assisted lysis of adhesions surgical procedure, the system had repeated error 1 on the left master tool manipulator (mtm) and asked to disable. The customer power cycled the system, but error returned. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 1 pointing to the left mtm. The surgeon asked if they would be able to wheel in another console. The tse checked the software and confirmed that they could wheel in another console. The tse recommended undocking, powering down, and then bringing in the other console. The customer powered the system back up with the new console and da vinci is ready was heard. The procedure was converted to another da vinci system with no reported injury. An isi followed up with the initial reporter and obtained the following additional information: it was unknown if the system functionality was checked prior to start. The patient was already docked and sleeping when the mtm failed. The procedure was completed robotically with the 2nd surgeon side console (ssc).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left mtm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and failure analysis (fa) investigation was unable to reproduce the reported issue but could confirmed as having occurred via error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Fa performed tests and all passed. The embedded serializer in master base (esmb) printed circuit assembly (pca) and main wire harness were replaced as precaution. The mtm2 was functional.